Event description:
Information was received indicating that during testing a cadd legacy 1, mdl 6400, pump failed accuracy, minus 9.10 percentage. No patient involvement.

Event description:
Information was received indicating that during testing a cadd legacy 1, mdl 6400, pump failed accuracy, minus 9.10 percentage. No patient involvement.

Manufacturer narrative:
The device was returned. The reported problem was not duplicated. Three accuracy tests were run, and the pump was found to be within manufacturing specifications. No problem was found. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.